Manufacturer narrative:
The mini vision will be filed under another MFR #.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2007, and during the procedure after pre-dilation, two stents of another company and a 2.5 x 12mm xience v stent, were all deployed in the proximal left anterior descending (lad) lesion. After the stents were deployed, there was decreased flow and the pt was treated with a mini vision stent. The treatment with the mini vision stent was successful. Eight days later, the pt returned with shortness of breath and congestive heart failure. During angiography of the lad, it was noted that there was restenosis and an additional stent was used to treat the restenosis. Additionally, there was a new lesion in the mid lad that was also treated. No additional event or pt info is available.